Manufacturer narrative:
(B)(4) g2: foreign - event occurred in czech republic. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the metal clip on the case repeatedly detached and, although it could be reattached, it would fall off again. Due diligence is in progress for this complaint; to date no additional information or product has been received